Manufacturer narrative:
(B)(4). The insulin pump received with detached, missing reservoir retainer ring and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to detached, missing retainer. Pump passed the self test, rewind test, prime, seating test, basic occlusion test and force sensor test. Unable to perform displacement test, occlusion test and unable to confirm unexpected no delivery, insulin flow blocked alarm due to detached, missing reservoir retainer ring. Pump communicated properly with test guardian link transmitter. No loss communication alarm noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer stated that sensor was not working. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.